Event description:
The manufacturer's representative reported that the patient had expired. The patient lived alone and had been decreased for approximately 8-12 hours prior to being found. The pump was dispensing dilaudid at a dose of 5.163 mg/day. Clonidine and bupivicaine on a flex schedule. The patient was also rescribed soma. The manufacturer's representative reported that "toxicology report showed high drug serum level". No other information regarding this a available as of the date of this report. The pump was last filled on 1/11/2006; next refill due on 4/28/2006. A death certificate had been requested, but under state law, no information regarding the death is available to us.